Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: device log files were reviewed for this event. The investigation found that the complaint of inaccurate cuts could be confirmed since the pointer tool was used to verify resection planes. The investigation found that there was approximately -3.5mm discrepancy in the anterior chamfer cut. The user did repeat the anterior chamfer cut and the second cut also showed inaccuracy of -3.4mm. The investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. The investigation found evidence that the femur array may have moved during leg alignment step. The hip is seen moving in atypical motions during this step. As array movement may have occurred during the leg alignment step, prior to any femur or tibia cuts, there is a potential risk of inaccurate bone resections. The investigation found that there was also significant array movement during first anterior chamfer cut step. When the bone array moves, the accuracy of the system becomes compromised, and this could lead to inaccurate cuts. Since array movement occurred before beginning femur cuts and during first anterior chamfer cut step, this would have led to inaccurate cuts. The investigation found that the ¿verify checkpoint¿ step was able to pass before the femur cuts began, but after all the femur cuts were completed, the subsequent ¿verify checkpoint¿ step was not done, so array movement could not be confirmed. ¿verify checkpoint¿ was completed successfully before and after the tibial cut step, so array movement could be ruled out. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. It is important to ensure the array is properly secured during the procedure to avoid array movement. If the ¿verify checkpoint¿ step cannot be completed, it is advised not to continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs, the reference frame becomes inaccurate. The robotic-assisted procedure must then be aborted, and the procedure must be completed using conventional manual instruments ¿system troubleshooting¿. ¿verify checkpoint via toolbox¿ should be used to confirm that the bone arrays have not moved. The investigation found that during most cuts, the leg was sub-optimally placed with a flexion of ~128 degrees. The leg was likely not appropriately positioned relative to the robotic-assisted device. Refer to excerpted positioning instructions below: position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The investigation found that during most of the femur cuts and tibia cuts, there was considerable leg/robot movement. The investigation found that the message "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" displayed during all of the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power; this could lead to inaccurate cuts. During operation, the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use (IFU) outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. It is recommended that prior to each resection, ensure the leg is stabilized in the desired position. Any large leg movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. Root cause: the investigation found that the most probable root cause of the reported issue is the potential array movement in combination with sub-optimal leg positioning and leg/robot movement. The most probable root cause of the potential array movement in combination with sub-optimal leg positioning and leg/robot movement could not be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the robotic-assisted solution satellite station device produced an anterior chamfer cut that was off by 3.5 mm. The fixation was changed from a press-fit to a cemented implant, and this adjustment had no adverse impact on the patient. The device was operated in conjunction with the robotic-assisted solution base station device. It was reported that the checkpoints were verified and found to be correct, and no other changes were observed during the procedure. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.